Event description:
The user facility reported that a 75 year old male was implanted wit impella 5.5 for heart failure support. Second impella 5.5 was advanced using best practices however after entry into the axillary artery the impella failed to advance on further flouro inspection it appeared there was a hazy area in the axillary artery possibly indicating a calcified lesion. Multiple additional attempts were made without success utilizing various arm positions and angles of entry as well as lubricating the impella 5.5 with propofol. A buddy wire was added for support without success and decision was made to abort insertion of 5.5 and insert impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the deliver issue was determined to be patient condition as the patient had calcification of vessels and resistance near the axillary artery preventing successful delivery of impella.